Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 468 mg/dl with ketone levels of 68-69 mg/dl resulting in diabetic ketoacidosis. Healthcare provider identified the ketone level as dangerous. It was alleged that the continuous glucose monitoring (cgm) failed, however, cause was unable to be confirmed. Reportedly, control-iq feature was not activated. Customer administered a manual injection and delivered a correction bolus via pump to address bg level. Customer was admitted into the emergency room (ER) and treated with administration of a manual injection. Customer was released from the ER on (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.